Event description:
Additional information received from a healthcare professional (hcp) reported that actions/interventions taken to resolve the return of symptoms included the patient speaking with a manufacturing representative (rep) on approximately (B)(6) 2016 and the device was reprogrammed. The cause of the return of symptoms was unknown but the device needed reprogramming. The hcp thought the return of symptoms had been resolved. The patient had not contacted the hcp office since.

Event description:
A patient reported they did not know how to turn their device off and said it was not working. On (B)(6) 2016 the patient said that "a couple week ago" they gradually had a return of symptoms. They have an accident about every two hours or less. The patient also noticed an increase in urgency. Using the patient programmer, they were able to confirm that stimulation was on and at program 4 at 8.5. However, the patient was not feeling stimulation. They turned the stimulator off and back on again and they could slightly feel it. It was suggested that the patient follow up with their healthcare provider. The ins was indicated for urinary frequency/sacral nerve stimulation/gastrointestinal/pelvic floor. On (B)(6) 2016 follow up was received indicating that the hcp that was trying to be contacted, was not at the location follow up was submitted to.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.